Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "an actual sample was returned with open pouch for investigation. The bronchial tube was observed with yellowish marks. Further evaluation was conducted by dissecting the bronchial tube funnel into 2 parts and observed with jelly tube contaminants. Simulations has been carried out on chemicals usage by production on the funnel by wiping chemicals in the inner side of the funnel bronchial tube. The following chemicals were wiped on the inner side of the funnel: p60/40(mix); cyc; mk72; silicon oil; mek; acetone; p60/40(pure); ipa. Based on the simulation conducted, there were no yellowish created from the chemical that use in production floor for this process. Hence, chemicals used in the production floor can be ruled out as none of simulation able to recreate as per actual sample. Review sterilization report for the affected lot, shown no abnormalities and results within specification. Based on the investigation, the defect mode is matches with the complainant. However, simulation conducted shown no abnormalities upon application on the funnel to recreate the actual sample. In additional, visual inspection on foreign matter at tube was carried out during inspection process in manufacturing line and such obvious defect able to be detected. Besides, no abnormalities recorded during sterilization activities on the affected lot." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "colour defect. Additional information: the issue was identified when opening of the package. There was no patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "colour defect.additional information: the issue was identified when opening of the package. There was no patient harm or consequence.